Event description:
We received an allegation of questionable results for 1 patient's sample tested with the hba1c assay on a cobas 6000 c501 module. Initial result: 9.4% was run on line 2. The questionable result was reported outside the laboratory and the physician complained about it as it did not match the patient's clinical picture. So the customer repeated the sample on another line of c501 module. Repeat result: 6.2% was run on line 1. The customer ran qc on line 2 after the incident occurred and it was acceptable. The hba1c reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found water leaking from the rinse nozzle when he performed the cell detergent prime. The fse checked all rinse tubing conditions and found there is a slight tear in the suction tubing so he changed it to a new tubing. While the fse was performing the mechanism check, he observed that there was an insufficient amount of water in the cell blank tubing. He cleaned the rinse nozzle, flushed the rinse tubing, and cleaned the water from the turn table and cuvette. The fse then performed a mechanism check and all water level was within the range and the gear pump reading was okay. The fse performed cell detergent prime and was okay. The investigation determined that the issue was consistent with insufficient service maintenance. The issue was resolved by the adjustment of the rinse water.